Event description:
Issue was reported when customer was unable to reload original cartridge onto pump despite following instructions. Customer's blood glucose level was within normal range. Cts assisted by providing a new cartridge, and after unsuccessful attempts, decided to replace pump. Customer was instructed on necessary procedures including putting old pump into storage mode and using backup insulin therapy, with assurance of receiving replacement pump containing updated software. Customer acknowledged all guidance and agreed to return faulty pump using provided shipping materials.